Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08nov2019.

Event description:
The customer reported an alarm light emitting diode illumination failure, and well as a power issue. There was no patient involvement. The manufacturer's field service engineer confirmed the reported problem. The alarm led failure was confirmed in the error record. This error occurs when there is a failure in the voltage signal while the led is turning on or off. The fse recommended to replace the power management printed circuit board assembly to be replaced. The fse also recommended to replace the power switch overlay due to the illumination failure.

Manufacturer narrative:
G4: 14aug2020. B4: 13oct2020. Failure investigation identified the alarm light emitting diode malfunction were isolated to the failure of the integrated circuit regulator in reference designator u11 on the power management printed circuit board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Manufacture date: 20nov2019. Report date: 13dec2019. The phenomenon was confirmed at preliminary investigation by the manufacturer¿s field service engineer (fse). In addition, the error logs revealed that an alarm light emitting diode (led) failed error was present. This error occurs when there is a failure in the voltage signal at the time of the led turning on/off. Power management printed circuit assembly (pca) has been replaced to address the reported issue and to prevent recurrence of alarm led failed. The illumination failure in the power led (orange) was confirmed, so the power switch overlay has been replaced. The fan filter housing was missing, so that it has been attached. Periodic maintenance was performed. The device had no malfunction, but these have been replaced to prevent failure in accordance with the maintenance procedure: the oxygen inlet filter, inlet air filter, and cooling fan filter. No other abnormality has been found. Over all checking, cleaning, run testing, and a function test were performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.